Event description:
A sales representative reported seeing posts on the instagram account of a non-coolsculpting office. He reported there were several claims related to pah. He further reported the account has 129,000 followers, and the post discussing pah has 117 comments with many people discussing instances of possible pah and many false claims surrounding coolsculpting adverse events. This complaint captures patient #5 of 21. This patient reported being treated to the abdomen and sustaining second and third degree burns.

Manufacturer narrative:
Supplemental medwatch is being submitted to correct the g3 field which was left blank in the previously submitted medwatch.

Manufacturer narrative:
The reported event is in the product labeling. No contact information was provided for the patient or provider, therefore system logs could not be analyzed and further investigation could not be performed.

Event description:
A sales representative reported seeing posts on the (B)(6) account of a non-coolsculpting office. He reported there were several claims related to pah. He further reported the account has (B)(6) followers, and the post discussing pah has (B)(6) comments with many people discussing instances of possible pah and many false claims surrounding coolsculpting adverse events. This complaint captures patient #5 of 21. This patient reported being treated to the abdomen and sustaining second and third degree burns.